Manufacturer narrative:
A field service engineer from quest medical will travel to the facility to evaluate the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A biomedical engineer from (B)(6) medical center reported an alleged issue encountered during use of the console. His report states that the console displayed the error code "excessive air in the heat exchanger" and the vent line had to be manually clamped to complete the case. There were no reported patient complications.

Manufacturer narrative:
Evaluation of the data log confirmed the issues complained about. The device was evaluated and the fluid level pcb board was found unplugged. The pcb board was re-inserted and the device was tested and it passed all functional testing. The root cause of the pcb board becoming unplugged is unknown. Quest medical will continue to monitor complaint trends for this issue.